Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hyperglycemic episode due to a leaky cartridge. He reached a peak of 400 mg/dl and required a manual injection. The user experienced fatigue, thirst, frequent urination, and an upset stomach during the reported episode. There was no further intervention required.